Manufacturer narrative:
The device has been received. Investigation is not completed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device ac connector was plugged into the ac outlet in a storage room. When the nurse entered the room, it was noted that the device was overheated and there was a burn smell coming from the back of the device. The nurse unplugged the device from the ac outlet and the ac power cord was discarded. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. No add'l info was provided.